Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation so catecholamines were increased. Later, the patient was successfully weaned from the pump and survived. In addition, it was reported the purge cassette was leaking.

Manufacturer narrative:
Investigation summary: no product returned. Peri-procedure adverse event (arrhythmia, tachycardia) - in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the arrhythmia, tachycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1931432. Device history batch: subcomponent lot: n/a. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.